Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule definitely attached to the mucosa but it failed to separate from the delivery device. There was a significant resistance when trying to pull the delivery device back out. When the physician attempted to manipulate the delivery device with scope tip, the capsule detached from the mucosa and fell into the patient's stomach. The capsule was retrieved using roth net. There was a small, but definite tear in the mucosa. A second capsule was used.